Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 1.5 mm (2120) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use, and damage at the engaging threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 28 and was removed the same day. The reported event could not be recreated due to the nature of the dental device and event (implant orientation). DHR review was completed for the subject lot number 2018091773. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018091773) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (malposed implant) or product (2120). Therefore, based on the available information, device malfunction has occurred, as the device is noted to be damaged at the drive feature. However the reported event (unable to screw the gingival cuff) was non-verifiable. A definitive root cause could not be identified. Potential cause for the reported event is clinician error in case planning. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a gingival cuff was unable to be screwed into the implant. Implant was removed and another implant was placed instead. The same gingival cuff was used to complete the procedure using a different implant. Tooth location 28.